Manufacturer narrative:
The customer¿s report that the device had a channel error alarm with a loss of communication was confirmed. Physical inspection of the device showed contamination and corrosion on the iui connectors of the pcu and both pump modules. A review of the pcu event log shows that a total of three channel disconnect alarms occurred on (B)(6) 2016 between 12:27pm and 12:49pm. When the first channel disconnect alarm occurred at 12:27pm both pump modules were infusing. The alarm was acknowledged by pressing soft key #14 on the pcu. The event logs indicate that there was a communication disconnect. The devices detached, then reattached, before the infusions were restarted. At 12:35pm the second channel disconnect alarm occurred and was acknowledged followed by the infusions being restarted. At 12:48pm the third channel disconnect alarm occurred and was acknowledged. Approximately a minute later the devices were all powered off. Channel disconnect alarms were able to be replicated during test infusions with the modules on either side of the pcu, with minimal movement of the devices. Due to the heavy contamination and corrosion, all iuis were removed and replaced on both pump modules and the pcu. Infusions were then run for a approximately 16 hours. All devices were moved during the infusions to try to recreate a channel disconnect. No alarms were noted during this test. The reported event was determined to be a channel disconnect due to corroded and damaged iuis on both pump modules and the pcu. The root cause of the corrosion and contamination was not determined.

Event description:
The customer reported a channel error alarm during unspecified infusions that affected both pump modules. There is no report of patient harm.